Event description:
The patient was implanted with a left ventricular assist device. A device tracking form was received, which noted: "pump thrombus, withdrew support." The patient expired.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported pump thrombus was not conclusively determined. No additional information was received. The product was not returned. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.